Event description:
A complaint was received regarding an unspecified low glucose sensor scan while wearing the adc device. The customer experienced unspecified symptoms of hyperglycemia and was unable to treat themselves, and reading of "over 400 mg/dl" was obtained from an unspecified device. As a result, on (B)(6) 2021, the customer was brought to the hospital and received ¿amlodipine, metformin, pantoprazole, metoprolol, valsartan, valproate, and insulin (dosage unknown)," by an hcp for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.